Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction was suspected. The explanted product was discarded by the facility and will not be returned.